Event description:
It was reported that suture placement was attempted in the right common femoral artery with proglide devices using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f and moderate calcification and mild vessel tortuosity were noted at the access site. Reportedly, a cuff miss occurred with the first proglide device. Also, resistance was felt upon removal of the proglide device after suture deployment. The sutures of two proglide devices were successfully placed using the preclose technique. The sheath was upsized to a 12f. The aaa procedure was completed. During advancing the knot of one of the proglide devices with the suture trimmer the entire suture with knot came loose and pulled out of the artery. An additional proglide device was used and along with the one remaining pre-placed suture, hemostasis was achieve. There was no reported adverse patient sequela or a clinically significant delay in the procedure. The physician reported to be trained in the use of the proglide devices and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that moderate calcification was visible in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the suture reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced, is being filed under a separate medwatch MFR number.